Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 corrected fields h6: medical device problem code a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (2) two years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: according to investigators, the reported failure modes can be attributed to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a damaged lens in a telescope "oes elite", 4 mm, 12°, hd, autoclavable. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (broken lens) was confirmed. In addition, the outer tube was bent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.